Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens into the patients eye. Due to a sizing error the lens will be explanted and exchanged for a different size lens. The lens remained implanted. Additional information has been requested but none has been forthcoming.